Manufacturer narrative:
H6: no explant date ... Patient still on support as of (B)(6) 2025. No product was returned as patient still on support. Access site bleeding - minor: the root cause of the access site bleeding - minor was most likely patient condition related as clinical mentioned hematoma resolved without known intervention vt: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant). Electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support. Evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. Low pump flow: no product returned as of 5/15. The data logs confirm suction alarms. There were also impella position unknown alarms but clinical did not suggest any positioning issues. There were no motor current spikes and no placement signal trend indicating ingestion or other abnormality. The root cause of the low pump flow was not determined as no product was returned for analysis and no log abnormalities were observed. Stroke/cva: strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation -timing of the stroke in relation to impella support (during or post-implant) -detailed description of the symptoms experienced by the patient -neurological examination findings and any focal deficits observed -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic) -laboratory test results, including coagulation profiles and cardiac markers -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications -response to any previous anticoagulation or antiplatelet therapies -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology as this clinical information was not provided, the true root cause of the stroke/cva could not be determined. Priming issue: no product was returned for analysis. The data logs confirm 'air in purge' alarm. During a cassette change, there was a 'purge line click-on not detected' alarm which was resolved. The 'air in purge' alarm triggered after this cassette change procedure likely as a result of a use-related issue. The use-related issue is unable to be confirmed as imc logs of relevant time frame were not provided but could be due to a clamped purge line or the purge bag not being spiked - this alarm has been reproduced on a working purge cassette in lab testing when these events occurred. Clinical mentions the purge cassette was changed and there were no following issues. The root cause of the priming issue was most likely due to a use-related issue as evidenced by the data log observation of the clinical events.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the 62-year-old male patient on impella 5.5 support had ventricular tachycardia (vt) without suction event. No known intervention. On day four of 5.5 support, there was suction after 2l of urine output which resolved by dropping from p-5 to p-4. The patient continued on support.

Manufacturer narrative:
Instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28425. H6 health effect - clinical code 1770 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28425. H10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28425. H6 type of investigation codes, 4111 and 4114, investigation findings codes 3221 and 114, and investigation conclusions codes 50 and 19 were erroneously entered on manufacturer device report number 1220648-2025-28425-1. H10 priming issues and access site bleeding minor investigation results were erroneously included in the on manufacturer device report number 1220648-2025-28425-1.

Event description:
Code stroke called yesterday evening. Left cerebellar cerebrovascular accident (cva), believed to be caused by left vertebral artery, no neurological changes.